Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due to a motor assembly or electronic control unit failure due to immersion during cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during a total hip arthroplasty (tha) surgery, it was observed that the battery reamer/drill device had a loss of power. As a result, there was a five-minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or medical hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.